Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that it only works connected to the power source. There was no report of patient involvement.

Manufacturer narrative:
The serial number initially reported was for the defibrillator.